Event description:
It was reported that an lcsb5 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument would not hold tissue at all in the jaw. It seemed the jaw would not close properly. There was no consequence to the pt.